Event description:
Caller states that the inform meter melted and smoked while docked. The caller states that there was smoke and melting plastic. Caller stated that she docked the meter into the base while wet with bleach solution. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch is for the inform meter. Reference medwatch with (B)(6) for the inform base.